Manufacturer narrative:
The device was not returned. The facility and user were not identified, therefore limited informaiton is available. Scanlan offers one low pressure bulldog clamp: catalog #3795-44, which is gold in color to differentiate it from the firm pressure silver bulldog clamps. It was designed as a general-purpose, low-pressure clamp to be applied with the scanlan® clip appliers. Review of production records finds no non-conformity. The professional user selects the clamps they believe are acceptable for their surgical procedure based on the specific procedure, patient physiology, and training. Bulldog design clamps have been in common use since the 1950's. Reusable bulldog-type clamps lose pressure with repeated use and generally the professional user determines if the pressure of a clamp is sufficient. Typically professional users find that clamping of the renal artery requires a higher pressure clamp. The report states the clamp was introduced via an assistant's port; therefore, the lead surgeon may have been unaware of the clamp's pressure when it was put into use. If there is not enough clamping pressure, it is standard practice for additional bulldog clamps to be applied to achieve the necessary pressure for full occlusion of the vessel. This may be necessary based on the patient's anatomy, blood pressure, the clamping pressure, and other variables.

Event description:
The reported event was that during a da vinci-assisted right partial nephrectomy procedure, the patient had a lot of bleeding. The procedure was aboted and converted to an open surgery. During the procedure, a third-party gold scanlan bulldog clamp was used via a seperate port. The use of the scanlan bulldog clamp was a required step for the procedure, this was used to clamp the renal artery. The surgeon reported that the scanlan bulldog clamp did not have a strong enough grip to clamp the pateint's stiff renal artery, which caused a lot of bleeding. The bleeding could not be controlled, and the procedure was converted to open, the pateint was reported to be stable and remains hospitalized. The surgeon reported that there was not an issue with the da vinci single port sysytem, but rather, with the third-party instrumentation. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).